Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp-2/acs was used. As per op-notes, ¿the endplate was scraped until cartilage was freed. Again, all disk and cartilaginous endplates were carefully removed. All of this was done using fluoroscopic guidance. Next, at this point, the bone graft that was removed from the sacral cutting was taken and after irrigation it was placed into the l5/s1 disk space mixed with bone morphogenic protein. At this point, a guidewire was then passed across the l5/s1 disk space into the l5 vertebral body under satisfactory positioning.¿ the patient tolerated the procedure well without any intraoperative complications.